Event description:
It was reported that after an initial bunion surgery, three screws were removed and replaced during a revision surgery on (B)(6) 2026 due to dorsiflexion of the first metatarsal. No deficiencies or malfunctions were alleged with any tmc device. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, three screws were removed and replaced during a revision surgery on (B)(6) 2026 due to dorsiflexion of the first metatarsal. Additional information indicates the patient's bones were completely fused/healed. The site was revised with tmc hardware. No deficiencies or malfunctions were alleged with any tmc device. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause cannot be determined due to the limited information provided, and no device being returned. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2026-00162 and 3011623994-2026-00163.